Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective processor pca and therapy board. The reported problem is confirmed. Based on the information available, defective parts (processor pca and therapy board) are replaced to fix the issue and also software is updated. The device was operational after defective parts (processor pca and therapy board) are replaced. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device therapy test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.